Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an image acquisition did not transfer to the medtronic navigation system from the imaging system. It was reported that resending the image acquisitions did not restore functionality. The site elected to perform a second image acquisition and send the images to continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the (B)(4) cable had become unplugged during the initial image acquisition, resulting in the reported issue. Once plugged back in, the imaging system functioned as designed.